Event description:
It was reported that an unspecified quantity of exactamix 500 ml eva tpn bags leaked at the middle port. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between august 21, 2023 and august 22, 2023. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph observed a leak at the administration spike port bonding area; between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.